Manufacturer narrative:
The correction of d4 catalog # and d4 serial # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568330933 corrected d4 catalog # ard568330933/ard568370931 previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Getinge became aware of an issue with one of our surgical lights ¿ powerled 300/700. As it was stated, the corrosion has built up and the paint was chipping and blistering on the fork. The designated complaint unit employee confirmed based on the photographic evidence that the paint was chipping from fork and headlight. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust and paint particles falling off into sterile field or during procedure may cause contamination. Defective parts s/e arceau df 3 pistes pwd/hld 300 (ard368329998), pwd/hld boost kit lexan arceau (ard368301556), kit pwd film de protection lexan arceau (ard368331555), kit sous face pwd 300 (ard368358555) and pwd300 - capot superieur (ard368337998) were replaced. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to paint peeling and rust occurrence. According to the information gathered, the issue was discovered by getinge technician during preventive maintenance. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of rust and paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury due to paint peeling and there were no events which led to the serious injury due to rust. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for paint chipping is moderate and for rust is moderate, too. As stated by the subject matter expert, peeling paint and rust formation were probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device. The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. (Attachment 3_01581 en 09, pages 17,20,35-37, attachment 4_ technical manual, 01582en08, pages 16, 254). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 300/700. As it was stated, the corrosion has built up and the paint was chipping and blistering on the fork. The designated complaint unit employee confirmed based on the photographic evidence that the paint was chipping from fork and headlight. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust and paint particles falling off into sterile field or during procedure may cause contamination.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the corrosion has built up on the spring arm and fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6). Device not returned to manufacturer.